Event description:
It was initially reported that the pt's pump was determined to be "not working". There was little detail about what confirmed this determination. Additional info was received stating that it was unk whether the pt experienced any symptoms. It was suspected that the pt missed a pump refill, and the pump reservoir was empty, which caused the pt's pump to not work appropriately. It was unk what troubleshooting or action was performed related to this pump issue. It was suggested (not confirmed) that the pt's pump contained lioresal. However, there was no info provided regarding the concentration or dosage of medication used in the pt's pump. It was believed that the pt's physician was to reduce the daily dose to a typical starting dose. There were no further details, pt symptoms or outcome provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).